Event description:
The customer reported that the device was defective after power outage, with pacing device error. No pt harm occurred.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.